Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a decrease in the intrinsic amplitudes. There was also some noise. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.